Manufacturer narrative:
Evaluation summary: the analysis confirmed that the device was returned with the distal tip of the blade broken off and missing. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade lockout later in the procedure. Therefore, the instructional insert states: (avoid accidental contact with other instrument during use.) The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a gastrectomy procedure, the device locked out. No patient consequence.